Manufacturer narrative:
It was reported that after an initial bunion surgery on (B)(6) 2023, a broken screw was discovered via radiographic imaging during a post-surgery follow-up to investigate the patient's report of pain. The device has not been returned for evaluation as it currently remains implanted in the patient with no plans to revise currently scheduled. The device history records for all devices intended to be implanted were reviewed and no issues were identified during the manufacture and release of the device that could have contributed to what was reported. Additional information indicates the patient's bones were completely fused, healed. The most likely cause of the reported event could not be determined as the device was not returned for evaluation. There were no reported issues with placement of the device or healing of the surgical site. The company will supplement this MDR as necessary and appropriate.

Event description:
It was reported that after an initial bunion surgery on (B)(6), a broken screw was discovered via radiographic imaging during a post-surgery follow-up to investigate the patient's report of pain. Although there has been no injury reported and no information has been received indicating this malfunction has resulted in a revision surgery to date, there have been similar events where this malfunction has resulted in a revision surgery. Therefore, an MDR will be filed to ensure full compliance with 21 cfr part 803.